Event description:
It was reported that the patient was treated with antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on november 11, 2019.

Manufacturer narrative:
This report is filed on october 16, 2019.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently had the internal magnet explanted (date not reported). Clinical management is ongoing.